Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic vats (video-assisted thoracoscopic surgery) lobectomy, while being applied to "fisher", the device did not fire. The green button was pressed but the handle was not squeezed. When the reload was changed, the device was able to staple normally and the case was completed. There was no patient injury.